Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1510hr, retroconstruction¿ drill guide handle, side release, the acl guide was stiff, drill sleeve would not rachet/slide easily and the surgeon complained. This was detected during use in an unspecified procedure on (B)(6) 2025. On (B)(6) 2025 - the complaint initiator replied that this was detected during use in an acl reconstruction procedure on (B)(6) 2025. The procedure was completed successfully with the stiff guide.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1510hr side release retro handle, batch 43211947, was received for investigation. Visual inspection noted chipping and surface damage along the body of the device. Functional testing identified resistance when moving the knurled knob and when opening and closing the latch. The reported failure is most likely attributed to wear and tear over time. The device¿s manufacturing date is 2020. The complaint allegation is confirmed. Refer to the investigation images.